Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act button was hard to press or had to press a couple of times. The customer¿s blood glucose level was unknown. The customer also reported that the batteries were going quicker on the insulin pump, takes a longer period for information to come on the screen when putting in a new battery, threading were getting worn, sometimes uses more insulin to prime and stops during priming and had to rewind and start again. The device will not be returned for analysis.